Event description:
It was reported that the tip of the suction tube, 2.7mm rh frontal sinus broke off during testing or set up prior to a sinus procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the suction tube, 2.7mm rh frontal sinus broke off during testing or set up prior to a sinus procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
No device evaluation will be performed; therefore, no root cause can be identified. Device not received by investigation facility.

Manufacturer narrative:
Device not yet returned for investigation.